Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that there were telemetry issues and that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the message on the clinician programmer was as follows: battery warning neurostimulator batteries are depleted. Replace batteries now. Exit application. It was noted that the patient had been unable to charge since mid-(B)(6) 2014. A physician mode recharger (pmr) was tried in (B)(6) 2014, but they were unable to get the ins to work. A short pmr and antenna locator test was done and the recharger was still unable to find the ins. The clinician programmer was tried again and there was still the same error message about a depleted battery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturing representative was able to perform a 60:00 countdown and only had to do it for 10 minutes before it flipped over. The power on reset (por) was cleared and the patient was able to recharge fully. It was noted that the unit was functioning.

Event description:
It was reported that the patient was experiencing difficulty recharging, and charging more than expected as the implantable neurostimulator (ins) was discharging too fast. Trouble shooting was done and found that for electrodes 0 ¿ 7 there were high impedances. Electrodes 0 ¿ 3 were greater than 40000 ohms with all contacts. There were intermittent impedances for electrodes 4 ¿ 7 with some greater than 40000 ohms, and some around 11000 ohms. The patient was using therapy 24 hours/ day and receiving good therapeutic benefit, with effective stimulation and pain relief. It was noted that the electrodes 8 ¿ 15 appeared fine, with normal impedance values in the mid 600s. The patient was getting good coupling, averaging eight bars when recharging. No fractured leads were discovered. The cause of the high impedances had not been determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.